Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at their internal pulse generator (ipg) site after losing a significant amount of weight. The patient underwent a surgical procedure in which their ipg was explanted and replaced.